Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer states that there are 2 catheters of the same lot. Prior to use on pt, dr found that one of the catheters was broken (unk in what way broken), hence dr threw the tube away. The other tube was inserted in pt for 3 days and dr had found that at bifurcation gap for position, there is leakage and found with little blood stain; crack was observed. Catheter was removed and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.